Event description:
According to the reporter, when the catheter with pigtail was disconnected from the patient, the clip did not close completely on the red port. The red port was clamped. It was stated that intervention was required to prevent permanent impairment/damage. There was no reported patient outcome.

Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.